Manufacturer narrative:
Software reloaded, geometry calibrated; follow-up required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that arc movement failure; system stops during use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.